Manufacturer narrative:
The device was returned and the evaluation found in addition to the malfunction reported in section b5, the connecting tube had coating peeling (greater than or equal to 1 x 1 millimeter). The reported condition could not be confirmed however, a scope malfunction error e218 (scope communication) occurred due to shortcut of circuit board unit. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the bronchovideoscope did not get any image on the screen when using the instrument. The customer sprayed the contact surfaces with alcohol with no result. The customer also tried connecting it to another processor with no result. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the coating was peeled off for the surface of the connecting tube was shaved by massive rubbing. Attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.